Event description:
Event description guidant/cpi received information that this selute picotip lead was removed from service due to capture problems, possible fracture. The lead was replaced with a positive fixation lead.